Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging that the subject meter (one touch verio) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "20mmol/l and 33mmol/l" on the subject meter, when the tests were done within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.